Event description:
Related manufacturer report number: 2017865-2023-20825. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The patient was symptomatic. The lead was explanted and successfully replaced. During revision, the setscrew of the device detached from the header. The device was also exchanged. The patient was stable post operation. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.